Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that all of the buttons are unresponsive and the up arrow is the worst. The patient mentioned that the light button is not responding at all. The patient reported that the keypad is peeling at the bottom. The patient reportedly wore the pump exterior to garment and cleans with a wet cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: #1. The keypad is peeling up at the ok key. All keys are intermittently responding to user presses. Removed the keypad cover; contamination was found under all the key contacts. #2. Audio bolus button cover is torn; the button is fully responding to user presses.